Event description:
Received from ccs medical a facebook post that stated the pump and sensor were not reading correctly. Pump said bgs were 17 and sensor was reading 188, and that the pump almost kill me. Attempted to reach the customer for additional information concerning this event, but customer did not want to talk about the event. Customer wanted to know if she had received a credit on her account. Attempted to transfer caller to ccs medical who provided the pump to her but, the customer disconnected the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.